Event description:
On july 14, 2007, the lay user/pt contacted lifescan france alleging inaccurate high readings on her one touch ultra meter with test strip vial lot # 2655755. The medical affairs specialist sent follow-up questions on july 16, 2007. This case is being classified based on those responses. In 2007, the pt ate bread and cheese at 8:15pm, which is less than what she normally eats for dinner. She had been eating normally prior to the evening meal. She obtained readings of 323 mg/dl at 7:39pm before the meal. She did not specify if she ate less because of the reading. After dinner, she obtained what she describes as high readings of 298 mg/dl at 8:27pm, 197 mg/dl at 9pm, and 215 mg/dl at 9:43pm. At 11pm before bedtime, the pt's husband saw the pt was perspiring, which occurs typically when she is hypoglycemic. He gave her 2 pieces of sugar and water. She immediately felt better and did not seek further medical attention. After a short amount of time (the pt does not remember exactly how long) the pt obtained a result of 318 mg/dl and promptly took 5 units of humalog insulin and her normal dose of 28 units of lantus insulin. Her normal bedtime dose consists of 28 units of lantus insulin and 3 or 4 units of humalog insulin based on meter readings. She decided that a reading of 318 mg/dl warranted taking an extra unit of insulin. At 11:35pm, the pt obtained a result of 70 mg/dl with a different test strip vial (lot # 2719275). At 11:45pm, she obtained a result of 90 mg/dl with the new vial. She did not feel symptoms at either time and she states she normally experiences symptoms of hypoglycemia when her blood sugar is at or below 60 mg/dl. She has not changed her diet or medication regimen and she has not felt any further symptoms prior to that day. The customer service representative (csr) determined during the troubleshooting telephone call that the pt's testing technique was correct and the results were verified in the meter memory. With additional follow-up questions, the csr was able to determine that both the test strip vials the pt used were within expiration and discard dating. Neither vials were cracked or broken. The meter was always set to the correct calibration code. No quality control test was performed. The meter and test strip were replaced. This complaint is being reported because the reporter alleged the pt obtained high readings and later became hypoglycemic.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.